Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up and the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Recommended programming changes were made. The patients condition is normal.